Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) was explanted and successfully replaced. The patient's status was unknown.

Manufacturer narrative:
The reported event of myopotential oversensing was not confirmed by analysis. Final analysis found the device to have appropriate remaining longevity. No anomalies were detected.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing. Programming changes were made to resolve the issue. The patient was stable.